Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs system was not providing adequate relief in all the pain areas. X rays revealed lead placed in the original position. As a result, surgical intervention may be pending to address the issue.

Event description:
Additional information received identified that surgical intervention was undertaken (B)(6) 2018 wherein the lead was moved down approximately one vertebral down and moved midline (repositioned). Reportedly, therapy was restored post-operatively.